Event description:
The customer reported a discrepant low sodium result on their rp500 instrument compared to retesting of a new sample on a non siemens lab instrument. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested instrument log files for further investigation. Customer has provided log files and investigation is underway. The cause of this event is unknown.

Manufacturer narrative:
Siemens has completed the investigation. The log files were investigated and it was found that device was working as intended and system is currently operational. The discrepancies may have been due to sampling differences and differences in sample type. The cause of this event is unknown.